Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There is no documentation in the medical record supporting a possible association between the liberty cycler and patient¿s subsequent event of peritonitis and the positive peritoneal fluid culture report of pseudomonas aeruginosa. However, there is a likelihood of a causal relationship with the patient¿s break in aseptic technique/possible touch contamination during pd treatments and the resulting episode of peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. The source documents and medical records were reviewed. It was reported by the clinic registered nurse (rn) that this patient with end stage renal disease (esrd) using continuous ambulatory peritoneal dialysis (capd) therapy developed peritonitis on (B)(6) 2016. The patient was treated for the peritonitis at the pd clinic. Physical assessment performed at the pd clinic included the peritoneal catheter exit site which revealed no apparent evidence of infection. The peritoneal fluid was reported as cloudy colored. Additionally it is noted that the patient put the wrong caps on (B)(6) 2016 and was worried due to break in technique and the cloudy fluid. The pdrn reported that patient¿s husband had been taking care of the patient and assisting with the pd treatment but became ill and is no longer able to provide that service for his wife. According to the pdrn the patient attempted to set up treatments on her own and likely breached aseptic technique when completing treatments. The nurse further stated infection was attributed to touch contamination. There were no fluid leaks reported during treatment or prior to infection. Patient was not hospitalized for the event and was treated in clinic for 14 days. Per the pdrn the patient reverted to in center hemodialysis and was currently being retrained on the capd process. As of (B)(6) 2016 the patient¿s signs and symptoms of peritonitis resolved, and patient continued with in center hemodialysis without further issue.

Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated that the patient had peritonitis and the catheter was to be removed. Additional follow-up was made with the pdrn, who stated the patient had been diagnosed with peritonitis on (B)(6) 2016. The pdrn stated the patient¿s husband had previously been taking care of the patient but had become ill, and the patient had attempted to set up her treatments on her own, and likely breached aseptic technique when completing peritoneal dialysis treatments and stated the infection was attributed to touch contamination. No fluid leaks were reported during treatment or prior to infection. The pdrn stated the patient was not hospitalized for the event and was treated in-clinic for fourteen days. Per pdrn the patient reverted to in-center hemodialysis treatments as her husband was no longer able to assist her with peritoneal dialysis therapy, and as of (B)(6) 2016 the patient¿s signs and symptoms of peritonitis resolved, and the patient continued in-center hemodialysis therapy without further issue. Medical records were requested.